Manufacturer narrative:
According to the complainant the device will not be returned for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that significant bleeding was observed at the infusion site after approximately 5-24 hours of pod wear. The patient reported that two days after removing the pod, the site developed an abscess which required medical care. According to the report, the patient has been seeing a doctor every two days since the incident. No details were provided regarding treatment for the skin condition or the healthcare facility where the patient has been treated. Additional information has been requested, and a supplemental report will be submitted if received. The pod involved was discarded and is unavailable for investigation.